Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure could not be reproduced. The unit energized and cauterized from all ports and recognized instruments. The error log confirmed errors m-11, c-34, and c-00.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was not functioning. The customer swapped out the instrument and the energy cord to troubleshoot but the issue was not resolved. The intuitive technical service engineer (tse) advised the customer to power cycle the integrated electro surgical unit (iesu), but the site was unable to do so at the time and finished the case using monopolar energy. The procedure was completed with no reported injury.